Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records could not be conducted as no lot number was provided by the customer. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. It is important to note the potential complications associated with the use of kii fios trocars are the same as those associated with the use of surgical trocars, insufflations needles, and laparoscopic surgery in general and include (but are not limited to), superficial lesions, peritonitis and bleeding. The IFU warns, "when using fios first entry to visualize insertion, prepare an appropriately sized zero degree laparoscope by applying sterile anti-fog solution to the laparoscope lens." Although the root cause of the experience could not be determined, applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Full UDI unknown as no lot number was provided. No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic nephrectomy - "insufflated abdomen was entered optically with ctf73. When the fios tip entered the abdominal cavity, the tip 'fogged.' The obturator was removed and scope inserted into the cannula. To have the scope enter the abdominal cavity, it was necessary to advance the cannula. The obturator was reinserted into ctf73 and the trocar was advanced non-optically. When the obturator was removed and scope reinserted, it was discovered that the bowel had been pierced. Surgeon closed the defect with suture." Type of intervention- "defect closed with suture." Patient status - "stable."